Manufacturer narrative:
Pc-(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h4, h6 a review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/12/2024. Additional information was requested, the following was obtained: - were there any unexpected outcomes or complications as a result of the prolonged surgery time? No - what tissue was being sutured when the event occurred? Deep tissue - was additional dissection required in other organs/tissues other than the target tissue? No - was there any change in the patient¿s post operative care due to the prolonged procedure? No - please provide the lot number for all 811h reported: rkmdap and rlmjmd - device return status. Please document the shipment tracking number: n/a - please provide the source or name of person providing answers to follow-up questions: (B)(6), customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? Please provide the lot number for all 811h reported. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned related events captured via: 2210968-2024-03443.

Event description:
It was reported that the patient underwent a total hysterectomy on (B)(6) 2024, and suture was used. The chromic gut suture kept breaking when closing the deep tissue layer. After a 5 minute delay the case was completed with a new suture without patient harm. Additional information was requested.